Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h coding in this report.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation auto CPAP device had passed away. The reported event made no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. The device was returned to a third-party service center for investigation. During the evaluation, the service center retrieved and reviewed the device logs; no error codes were identified. The device was returned as no longer needed. The device was scrapped. The manufacturer has updated section h in this report.

Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. The device has not yet been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.